Event description:
It was reported that the transducer did not display the correct pressure; it was higher than the "clinical results". The systolic blood pressure changed from 106 to 180 in 15 minutes. After changing the transducer, the pressure displayed "60". Additional information has been requested but has not yet been provided.

Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.

Manufacturer narrative:
One double dpt with no attached components was returned for evaluation. Examination revealed that the dpt did not zero or sense pressure. The electrical testing showed that the output impedance was out of specification and the number 2 leadwire was not making contact with the outer pad. There was no visible defect found on the supercomal cable connector. Visual examination was performed at 10x magnification. The complaint reported was confirmed to be a manufacturing defect; an investigation was opened to determine the root cause. Proposed corrective actions are in the implementation phase.